Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since implanted stimulation feeling takes a long time or does not always stay on. The patient reported when sitting or standing, stimulation goes away so patient has to arch their back to make stimulation come back. No symptoms reported. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
Event is reportable for adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from a letter sent to the patient. The patient reported the circumstances that led to stimulation feeling like it takes a long time and the stimulation not always staying on was maybe due to the patient using the adaptivestim. Patient indicated right now they are not using the adaptivestim and may go back and try an old setting with adaptivestim. The patient reported that steps taken to resolve their reported issues was they met with their manufacturer representative who talked to them about their settings, and trying their settings without the adapativestim which they no longer have any more issues and has been working continuously.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who responded back from the follow up letter sent. The patient reported they saw their representative which they made plan of shutting off the adaptive stimulation. Patient reported their stimulation was working now and they are just unable to use adaptive stimulation. There was a connection problem with the adaptive stimulation. The patient indicated they would sit up really straight and the vibration would either take forever to kick in, or it wouldn't connect and vibrate at all which is why representative suggested shutting off the adaptive stimulation and setting it at regular. Patient reported their weight at time of event was (B)(6). The patient also reported they were sent a new remote which works great.